Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported separation. It may be possible that the wire may have been damaged prior to re-insertion, or during the insertion process. However, this could not be confirmed because the devise was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3: device no longer returning.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a multi-vessel percutaneous transluminal coronary angioplasty was performed on an 80% stenosed and mildly tortuous lesion in the left anterior descending artery and a mildly tortuous lesion in the left circumflex artery. In trying to treat the mildly tortuous right coronary artery, the 014 hi-torque balance middle weight (bmw) guide wire was being re- introduced into the guiding catheter; however, the distal portion of the guide wire was noted to have separated before entering the patient anatomy and was simply removed. The procedure was successfully completed with an unspecified bmw guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.